Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records identified the following : the patient underwent a right total hip arthroplasty on an unknown date. The patient was revised due to failed hip arthroplasty. The patient had been suffering from pain. During the procedure, dark colored fluid, metallosis and capsular reaction with metal on metal debris was noted. The acetabulum was too far anteverted and unstable anteriorly. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head lot #: unknown; item #: unknown, unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03537.

Event description:
It was reported that the patient had right tha on an unknown date. The patient underwent a right hip revision due to metallosis, altr, implant wear, pain, instability, and implant malposition. No additional information is available.